Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during the pre-use check, the pilot balloon got detached from the inflation line. No patient involvement.